Event description:
A customer reported receiving a minimum fill notification. It was unclear if there was any adverse impact on the customer¿s blood glucose level, as they declined to provide specific information. The customer attempted to reload a cartridge with 80 units or more remaining but did not resolve the issue. Technical support instructed the customer to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth. The customer was expected to follow up with a return call for further assistance.